Manufacturer narrative:
The customer complaint of maxzero difficulty to disconnect could not be confirmed due to the product was not returned for failure investigation. A photo of a maxzero that was previously bonded to an extension set with a non-bd green curos alcohol disinfectant cap connected to the luer was provided by the customer. The root cause of this failure was not definitively identified. However; due to customer's feedback that "the extension tubing was bonded to the maxzero connector and not meant to be disconnected", the root cause of the customer's experience is due to misuse.

Event description:
It was reported that during a saline infusion, a maxzero extension connector was difficult to remove from a nexiva single port, at the 96 hour change out. The rn noticed "white residue" around the female end of the maxzero and was required to damage the cap to remove due to unspecified concerns regarding the peripheral IV. It was later reported by the user that the extension tubing was bonded to the maxzero connector and not meant to be disconnected. It was confirmed there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided. Concomitant medical products: swab cap, therapy date (B)(6) 2019.

Event description:
It was reported that during a saline infusion a maxzero connector was difficult to remove from a nexiva single port at 96 hr. Change out. The nurse noticed white residue around female end of maxzero and had to damage the cap to remove due to unspecified concerns regarding the peripheral IV. It was later reported by the user that the extension "tubing was bonded to the maxzero connector and not meant to be disconnected". There was no patient harm reported per customer.